Event description:
Healthcare professional reported right side "textured biocell" and later reported rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side "textured biocell" and later reported rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.